Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During closure of the abdominal wound, the tip of the needle broke and the surgical team was unable to find the broken bit. An x-ray of the patient was carried out but no broken needle was found in the wound. Then the surgeon continued to close the skin.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a needle that broke at the point end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. Representative samples of the product were returned for evaluation. There were indents and scuff marks found on the needles. There were no signs of manufacturing defects found on these needles. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.